Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. The event was further described as ¿the transfer set got twisted off at the end close to the twist clamp." The end that twisted off is closer to the catheter. This occurred when disconnecting from the patient line after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.